Event description:
Complaint alleged that the head section was drifting down. No pt or caregiver impacted.

Manufacturer narrative:
Technician found that the head section was drifting down over several hours. Found both pumps were leaking. Replaced both pumps to resolve this issue.